Event description:
Left total hip replacement with depuy pinnacle acetabular cup system, size 54, due to left hip degenerative joint disease. It was a defective device (aseptic loosening of acetabular component). Failed device had to be removed on (B)(6) 2011 during revision surgery.